Event description:
A complaint was received from the family member of a glucometer elite user. They stated that they noticed that the display has a rainbow color and that the "hundreds unit" is missing. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.